Event description:
On (B)(6) 2012, the lay-user/patient's wife contacted lifescan from USA alleging a does not turn on issue with the one touch verio iq meter. The patient's wife did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed the meter had a does not turn on issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's wife did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.